Manufacturer narrative:
Patient code (B)(6) captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the clinic noted at a three month check the pacemaker battery longevity was decreasing by six months increments. Engineering reviewed the data stored in the pacemaker's memory and found that the slight increase in power consumption was due to the decrease in right ventricular (rv) lead impedance measurements and was not prematurely depleting. Two years later there continued to be concern over premature battery depletion and engineering analysis was once again performed. Engineering analysis noted possible premature battery depletion as the power consumption is increasing in a gradual fashion. Explant was recommended by boston scientific technical services (ts). Subsequently a revision procedure was performed where the pacemaker was explanted and successfully replaced. This device is part of the hydrogen induced premature depletion advisory population.